Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Since it does not represent a malfunction of the device, the event will only reportable if it results in a serious injury. In this case, the patient required coronary artery bypass to treat coronary artery occlusion due to the device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient and procedure related factors contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received information that after implant of a 25mm pericardial aortic valve, there was anatomic concern over the compromise of the right coronary sinus of valsalva and the sewing ring of the valve. The patient required a short coronary artery bypass graft to the right coronary artery. As reported, the patient had 2 valves that were explanted at implant due to seating issues and pvl. The patient was then converted to a full sternotomy to allow removal of the previous valve and placement of a 25 mm pericardial aortic valve. The patient did have coagulopathy after the second pump run and received multiple blood products. He was returned to the cardiovascular unit in stable condition and was discharged in stable condition on post-operative day seven.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.